Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis. At the end of the procedure, the patient developed a pericardial effusion which was observed by post procedure intra-cardia ultrasound. A pericardiocentesis was performed and approximately 200 ccs were removed from the pericardial space. The patient was stabilized and was transferred for a computed tomography (CT) scan, followed by observation in the critical care unit (ccu). Additional information was received. It was reported that the physician was unsure of the cause. There is a potential micro perforation but not sure as to which piece of equipment may have caused it. It may also be patient condition related. The patient has improved and was stable. Transsepal puncture was performed. There was no evidence of steam pop. Pump was not switching from low to high flow during ablation. There were no error / warning messages related to high flow rate activation problem. The irrigation pump was set up on automatic.

Manufacturer narrative:
Additional information was received on 03-jun-2024. It was reported that the catheter setting and ablation parameter used on the smartablate generator was power control mode at 40w. The low and high setting values used for irrigation rate was 8ml and 15ml. Based on the information provided which was reviewed by the pump manufacturer, there are no indications of a malfunction of the stockert pump. The failed switch is potentially user error related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).